Event description:
The consumer stated her tampon came apart upon removal and tampon pieces remained inside of her. She was able to remove the remaining pieces on her own.

Manufacturer narrative:
Device history record is in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.